Manufacturer narrative:
The reported complaint of a thermogard xp ivtm console could not detect the air trap assembly was reproduced during functional testing of the thermogard xp ivtm console. The root cause was determined to be a faulty air trap block assembly due to the overflow of coolant into the air trap chamber. Visual inspection was performed and noted the signs of the previous fluid leak on air trap sensor board, thus confirming the customer complaint. Archive event log data was downloaded and noted the air trap not detected error messages occurred during the reported event date. As part of routine service, the console was examined and found no other issues. After replacement of the air trap block, the console was further tested and passed all final testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4)..

Event description:
During the device setup, the customer reported that the thermogard ivtm system (sn (B)(4)) was not recognizing the air trap. The customer was unable to clear the error message. Another console was used for the patient's ivtm therapy. No known patient impact or consequence was reported.